Manufacturer narrative:
(Conclusions) - currently a solution is being prepared to improve the c-arc brake for the extended rotation. A field change order (fco) will be issued to provide the solution for this problem.